Event description:
Pregnant patient, portex dura-flex(r) epidural catheter placed by ob, obstetrical, anesthesia. Patient had a difficult epidural placement, and eventually medical doctor got catheter in only to have to replace it immediately as the catheter was blocked and no fluid (drug) could be pushed through the catheter. Patient had to undergo second epidural catheter placement during active labor due to this product failure.